Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a lowest glucose of 39 mg/dl for approximately 30 minutes, in the context of dexcom g6 signal loss to the ilet only, including dropouts associated with pausing and disconnecting the ilet during showering and charging; fingerstick and ilet readings were concordant around 150 mg/dl at follow-up, and oral glucose was used to treat. Symptoms included hypoglycemia without loss of consciousness. Outcomes included no hospitalization, no medical intervention, and resolution with self-treatment. Investigation included troubleshooting and education on connectivity behavior and device handling during planned disconnections, with review of alerts and alarms not indicating fault conditions. Investigation of this case revealed that intermittent cgm-to-ilet communication loss occurred due to device separation and disconnection, consistent with known behavior of wireless communication and user-initiated pauses, with no device alarm activity or evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors and environmental conditions affecting signal continuity.